Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Per the patient's parent, the patient experienced failed sensor after warmup, which occurred the same day it was inserted in the abdomen. The sensor failed after warmup, so the patient replaced the sensor. When the replacement sensor had completed warmup, the patient began experiencing weakness and vomiting. The reporter was not with the patient at the time of the event and did not know the estimated glucose value (egv) when the patient's symptoms developed. The patient's son alerted the reporter to the event. The reporter does not know whether the patient was monitoring blood glucose (bg) by fingerstick during the warmup periods. The patient's son called an ambulance, and the patient was transported to the hospital and admitted to intensive care unit (ICU). While in the hospital, the patient was treated for hyperglycemia with unspecified IV insulin. The reporter did not have information about egv or bg while the patient was in the hospital. At the time of the report, the patient was stable, but still in ICU. Due diligence attempts to contact the reporter for more information have been made and were unsuccessful. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.